Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Event description:
The facility representative contacted a technical service representative to report a colleague infusion pump that the lower display is damaged; this condition had the potential to interrupt delivery. It is unknown when this event occurred. There were no reports of patient involvement, patient injury, medical intervention necessary, or adverse reaction in association with this event. This device is an unremediated colleague pump with a user interface module software version of 5.04.00. No additional information is available .

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with malfunction of damaged lower display was confirmed during product evaluation. The cause of the reported condition was found to be distorted pump head module (phm) display. The phm display was replaced to correct this condition. Should additional information be received, a follow-up medwatch will be submitted.